Event description:
The MFR rep reported the pt experiences neurological problems with stimulation. Speech pattern is severely affected (delayed, stuttering, slurring of speech). The pt also has problems with voluntary lower extremity movement. The pt was admitted to the ER. The pt's status is good when the device is off. The pt was sent to the ER, but did not have pt programmer so the rep was called to turn off the device with the 8840 programmer. The rep indicated diagnostic tests were performed including x-ray and CT scan. The pt has two leads and when she turns her neck, with the device on, the symptoms go away. The rep stated "they contribute to the problem to the lead located in her c-spine at level c2." Medwatch report from the user facility reported the neurostimulator was explanted in 2007. Add'l info has been requested by medtronic from the hlth care professional regarding the reported event. A supplemental MDR f/u report will be sent to the FDA if add'l info is rec'd.